Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an kvo/end of infusion alarms was not determined. The reported issue that there was an kvo/end of infusion alarms could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
It was reported that a device feature that would be helpful is a "critical drip" setting to be able to choose for certain medications (usually vasopressors) that should never drop to a kvo rate. Instead, when a pre-programmed fluid volume is at an end (or near end), the pump should continue to infuse at the programmed rate and alarm in a loud way that will immediately attract attention, rather than the friendly little kvo beep that currently sounds, as his can be easy to miss when multiple other patient's ivs are alarming, or when doors are closed in a loud covid ICU). This beep should also be different from an occlusion alarm, so that other nurses don't assume someone is bending their elbow somewhere. It was also reported that the clinician has seen blood pressures rapidly drip, heart rates begin to slow down (bradycardia), and patients almost code when levophed drips running at high rates have become kvo'ed. This has been especially true in the covid ICU when it is difficult to enter a patient's room quickly. The clinician noted that she would like this to be a customizable setting, as not every patient on a vasopressor necessarily needs this, but for certain patients getting vasopressors at high rates or who are very sensitive to them. There was patient involvement.